Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the turning ring assembly that holds the attachments was worn. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by canada that it was discovered that the battery reamer device had a restriction while ¿trying to turn the collar¿. The reporter clarified that the device appeared to be jammed. The user tried to lube the device with oil which provided little improvement. The event was not recorded to have occurred during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.